Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's family called the site at approximately 2:15 am on (B)(6) 2025 and believed that the patient had passed away. The patient was not breathing or moving and the left ventricular assist device (lvad) was alarming for low flows. It was confirmed that the flow at the time was 0.7 liters per minute (lpm). At 3 am, the hospice nurse called and confirmed that the patient had passed away as there was no spontaneous breathing and pupils were fixed and dilated. The pump was not explanted. No autopsy would be performed. It was additionally stated that the device flow, speed and power had been within normal limits for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 18aug2025 that the cause of death was unknown. The device was noted to have operated as intended. No other details were available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The reported low flow alarms were unable to be confirmed through this evaluation as no log files were submitted for review. A specific cause for the reported alarms could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.